Event description:
A discordant, falsely elevated albumin result was obtained on one patient sample on a dimension exl 200 instrument. Two sample tubes were obtained from the patient. The initial testing was performed using the first sample tube. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. A second tube was retrieved and run on the same instrument, also resulting lower. The first repeat result obtained with the rerun of first sample tube was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated albumin result.

Manufacturer narrative:
The initial MDR was filed on 28-jun-2018. Additional information (29-jun-2018): the first repeat result obtained with the rerun of first sample tube was reported to the physician(s). Corrected information (29-jun-2018): as per section b5 of the initial MDR, the discordant albumin result was reported to the physician(s), who questioned it. Based on the clarification received, the discordant result was not reported to the physician(s). Sections b5 and b6 have been updated with the additional and corrected information.

Manufacturer narrative:
A siemens regional support center specialist reviewed the instrument data and did not find an indication of instrument malfunction. A siemens headquarters support center (hsc) specialist reviewed the event data. No other patient samples were reported to be affected. Quality controls for albumin and total protein were as expected. The hsc specialist indicated the issue to be isolated to the sample in question. The cause of the discordant, falsely elevated albumin result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated albumin result was obtained on one patient sample on a dimension exl 200 instrument. Two sample tubes were obtained from the patient. The initial testing was performed using the first sample tube. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. A second tube was retrieved and run on the same instrument, also resulting lower. The lower results were reported as correct results to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated albumin result.